Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has high blood glucose and issues with battery cap. The customer stated they are unable to remove the battery cap. Customer's current blood glucose was 255mg/dl. Customer stated they were able to remove battery cap with a screwdriver. Customer also mentioned she has encountered high blood glucose. Customer's blood glucose was 432mg/dl. Customer stated the cannula looks a little pinched. Customer stopped troubleshooting, will change set, monitor blood glucose and will call back if issue persist.